Event description:
The patient's wife reported that the patient experienced hypoglycemia (41 mg/dl). She suspended the pump and gave the patient 3 glucose tablets. The patient was transported to the emergency room and upon admission the patient's blood glucose level was 110 mg/dl.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that the daily insulin delivery totals were inconsistent due to a time and date issue. Multiple time and date changes were noted in pump history. No data was found in the black box or download history from time of reported event due to continued patient use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The pump was exercised for 24 hours; the battery was removed for 6 hours. Unrelated to the complaint, the time and date defaulted to factory settings. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The patient's doctor has adjusted the patient's basal rates. The patient has continued to use the pump with no further issues. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.